Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) hospital. Patient identifier: (B)(6). Country of event: us. Model: lxmc14. Device lot number: 28560. Adverse event term: dysphagia site awareness date: 15 nov 2021 permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: causal relationship. Relationship to primary study procedure: not related. If related to the procedure, indicate which procedure the event is related to: blank. Drug therapy: yes. Outcome: not recovered/not resolved. Additional information was requested, and the following was obtained: did the subject require additional medical treatment for issues with linx device? If yes, describe the medical treatment provided: if medications were part of the medical treatment, were the medications prescription or over the counter? Answer = drug therapy (prescription): true. Additional information received: required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2021. Discharge date: (B)(6) 2021. Relationship to study device: causal relationship dilation performed: yes indicate type of dilation? Pneumatic date of dilation: (B)(6) 2021. Other intervention/treatment: yes. If other specify: CT scan performed, IV steroids given.

Event description:
It was reported via clinical trial patient experience dysphagia. Relationship to study device: causal relationship, relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 28560, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023 additional information received: awareness date : 27 nov 2021 => 15 nov 2021 start date : 27 nov 2021 => 11 nov 2021